Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip did not release from the large hem-o-lok clip applier instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the large hem-o-lok clip applier instrument returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and found to have no product issue. The instrument was placed and driven on an in-house system and it passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test multiple times. The instrument was fully functional. The instrument was found to have mechanical indentations at the grip tips. In addition, the initial reporter responded to follow-up attempts. The only additional information that was available was that the site uses hem-o-lok clips and that usually a replacement is used if there is an issue with an instrument.

Event description:
Refer to h10/h11 for follow-up information.